Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experiencing shortness of breath or cough presented in clinic for a routine follow-up. Upon review, the pulse generator was showing ventricular pacing but there was no capture. The device dependent patient became very symptomatic during testing. It was discussed that loss of ventricular pacing support was likely caused by auto-capture being suspended during ongoing telemetry, and that this shouldn't be an issue out-of-clinic. The patient was given medication and would continue to be monitored.